Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump sporadically would not emit an audio secondary call back alarm. It can be seen visually but no alarm is heard. This occurred during patient infusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.